Event description:
It was reported that the footswitch cable is broken, not allowing generator to be activated. The sales rep did not have details of procedure type or when problem occurred. No patient consequence reported.